Event description:
Medtronic received information regarding a navigation system. It was reported that the system was intermittently tracking instruments during a case. A manufacturer representative (rep) attempted to recreate the issue in a storage room but was unable to notice similar intermittent tracking difficulties. There was no delay and no impact on patient outcome reported. The probable cause of the reported issue was ir interference with the or lighting. Additional information was received. It was reported that the issue occurred during a cranial procedure. There was an approximate delay of fifteen minutes. Additional information was received. It was reported that the exact event date could not be confirmed, nor could the exact cranial procedure being performed at the time of the event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 1.3.0. F1908: delay of less than one hour. F26: no patient impact. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.